Manufacturer narrative:
(B)(6). Race - requested, not provided. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported bleeding led the patient to be sent to surgery for uncontrollable bleeding. The patient was reported to be in fair condition, and the procedure outcome was fine. Additional information was received on april 13, 2018. Procedure performed was an aneurysm embolization. An 8fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The patient does not have a history of a bleeding disorder. It was unknown if the patient was on daily blood thinning medication. Multiple sticks were not performed to gain arterial access. It was unknown if the posterior wall of the artery was punctured. The puncture site was not considered a high stick, above the inguinal ligament or the inferior epigastric artery. The patient did have blood thinning medication, thrombolytic, or platelet aggregators during the procedure; the medication given were: aspirin, plavix, and heparin. There was bleeding from the puncture site and a hematoma. No testing was performed to diagnose the bleeding. There was no surgery performed. Estimated blood loss was unknown. Hemostasis was achieved by holding pressure.